Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was trying to get a head MRI on the patient, however, they stated the device wasn¿t working. It was reviewed that if the implant battery was depleted then it would be the same as therapy off, however if the patient didn¿t lose relief then they should be able to turn the therapy off for the MRI. It was further reviewed that if the patient¿s programmer was not working then a representative could be paged to turn the therapy off or the programmer could be replaced. No patient symptoms were reported. No further complications were reported.